Event description:
It was reported that the patient presented prior to generator exchange procedure. Interrogation noted that the right ventricular lead exhibited failure to capture. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.